Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were hospitalized and was in intensive care unit for diabetic ketoacidosis. The customer's blood glucose was unknown at the time of incident. The customer declined helpline assistance. The insulin pump will not be returned for analysis.